Event description:
It was reported that the patient underwent the initial surgery for unknown reason using posterior fixation to fuse o-t1 along with fibular graft placed at c1-c4 due to the fractured bones of c3 and c4. The patient underwent a second surgery to implant anterior plate fixation at c5-c6 at unknown date post index surgery. The patient complained of pain after the second surgery. CT showed that the posterior rod at right side and the center nut of crosslink broke at c6. Reportedly fusion failed. Due to the device breakage and the fusion failure, revision surgery was performed approximately 10 and a half months post the index surgery. The broken rod at right side was removed, new implants were implanted at o-t1.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The lots that were used are lot #0025947w and 0031318w. This part is not approved for use in the united states; however, a like device catalog #6900240, 510k #k003780 was cleared in the united states. The manufacture date for lot 0025947w is 05/11/2009. The manufacture date for lot 0031318w is 06/05/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.